Event description:
Hospital reported they had pt reaction after a procedure. Pt had swelling of the eyes and water blisters. Pt was monitored in the department for 4 to 5 hours with 50 ml IV benadryl. Pt was seen the following day and is doing well.